Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by filling the tubing and resumed insulin, and no additional assistance was deemed necessary.